Event description:
It was reported that the connection point cable pressure pickup not tight; humidity enters; zero adjustment no longer possible. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.